Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation for the report of pressure spike; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There was no associated report of surgical complications, malposition, obstruction, or report of device failure. Possible root cause is that elevated iop is a known risk associated with use of the device, and is stated in the product instructions or use (IFU). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with a pressure spike at two week post-operative visit after having a micro-stent device implanted. Additional information was requested.